Event description:
It was reported that the unspecified bd¿ syringe had excessive silicone/solvent within the fluid pathway. The following information was provided by the initial reporter: "manufacturing area has reported this condition in the syringes silicone/solvent excessive. We wanted to see with bd if this is normal or if this is something that can cause any issue."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter phone#: (B)(6). Initial reporter addr 1: (B)(6). Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported that the bd¿ slip-tip syringe had excessive silicone/solvent within the fluid pathway. The following information was provided by the initial reporter: "manufacturing area has reported this condition in the syringes silicone/solvent excessive. We wanted to see with bd if this is normal or if this is something that can cause any issue." D1: medical device brand name: bd¿ slip-tip syringe d4: catalog # 301028. D4: medical device lot #: 0364108. D4: medical device expiration date: 31-dec-2025. D4: medical device manufacturer: becton dickinson medical systems. D4: UDI # (B)(4). G1:manufacturing location: becton dickinson medical systems. G.5. PMA / 510(k)#: k980987. H4: device manufacture date: 29-dec-2020. H6: investigation summary one photo of two loose 5ml slip tip syringes (p/n 301028) was received and evaluated. The syringe on the left side of the photo has an air bubble and unknown substance in the slip tip area and the right side syringe has one bubble with an unknown substance in the slip tip area. The unknown substance cannot be confirmed as silicone without a physical sample. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. Our records show that this is the only instance of this issue occurring in this production batch. A device history record review was completed for provided lot number 0364108. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that the bd¿ slip-tip syringe had excessive silicone/solvent within the fluid pathway. The following information was provided by the initial reporter: "manufacturing area has reported this condition in the syringes silicone/solvent excessive. We wanted to see with bd if this is normal or if this is something that can cause any issue."

Manufacturer narrative:
Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the unspecified bd¿ syringe had excessive silicone/solvent within the fluid pathway. The following information was provided by the initial reporter: "manufacturing area has reported this condition in the syringes silicone/solvent excessive. We wanted to see with bd if this is normal or if this is something that can cause any issue.".